Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode/damaged therapy electrode) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The failure was isolated to ECG "b" components q1 and c9 were defective causing the faults. The root cause for defective q1 and c9 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.